Manufacturer narrative:
Per the user facility's biomedical engineer, one occurrence happened in october 2025 and the other in january 2026. There was an event in the log data titled 'ack assign logical address' which can occur when a unit restarts and the central control monitor (ccm) reassigns the unit back to the perfusion screen. D4 - the UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4 - the manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number.

Event description:
It was reported that the roller pump was unexpectedly restarting. There were no reported adverse consequences to the patient. No other details regarding this event were provided.

Event description:
Additional information was received that the issue occurred prior to use of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of a few minutes. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5, d4, h4 and h6. Per the manufacturer's technical support specialist, the reported date of occurrence did not appear in the log data. Per the user facility's biomedical engineer, the issue did not repeat itself. The pump turned back on but did not spin by itself.